Event description:
It was reported the procedure was being performed in the micu. During insertion the physician was placing the catheter and went to reposition the guide wire when the "springs" of the tip of the wire "sprung". There was no delay in treatment and no patient death or complications reported. Follow up information indicated the guide wire was successfully removed and intact. It is not known if the catheter and wire were removed together. There were no reported patient complications.

Manufacturer narrative:
Qn #(B)(4).